Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod which caused extremely high blood glucose (bg) levels that they were unable to resolve with boluses. Their bg levels reached 600 mg/dl. Due to this, the patient ended up needing to remove the pod and go to the emergency room (ER). The patient was treated with intravenous therapy with insulin and fluids. The patient was also prescribed keflex 500 mg and was instructed to take 1 capsule 3 times a day orally for 7 days.